Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported event and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the 2.5x38 xience xpedition stent was implanted in the 99% stenosis in the mid right coronary artery. The patient was admitted to the hospital on (B)(6) 2015 with no symptoms for a planned procedure. Percutaneous coronary intervention was performed. The patient recovered and was discharged from the hospital on (B)(6) 2015. Although there was no in-stent restenosis, the relationship between the event and study stent is unknown. No additional information was provided.